Event description:
It was reported that during the procedure, positioning of the right ventricular (rv) lead was attempted in three different locations; however, the threshold measurements were not ideal, and the impedances exceeded 2500 ohms. Repeated testing yielded the same results. Subsequently, this lead was exchanged for a new one and the procedure was successfully completed. There were no reported adverse effects on the patient. This lead is expected for return.

Event description:
It was reported that during the procedure, positioning of the right ventricular (rv) lead was attempted in three different locations; however, the threshold measurements were not ideal, and the impedances exceeded 2500 ohms. Repeated testing yielded the same results. Subsequently, this lead was exchanged for a new one and the procedure was successfully completed. There were no reported adverse effects on the patient. This supplemental report is being submitted to include device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.